Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded, with fluid in the balloon and inflation lumen, blood in the wire lumen. The balloon, markerbands, proximal weld, distal shaft and hypotube was microscopically and tactile inspected. Functional testing was done by attaching an inflation device (filled with water) to the hub of the device, and inflating the balloon to rated burst pressure (rbp). During inflation, the balloon began to leak water and lose pressure. Inspection revealed numerous kinks in the hypotube and a pinhole in the balloon material located at the proximal edge of the distal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08mar2017. It was reported that slow balloon inflation was encountered. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for predilation. The balloon was inflated for 2 to 3 times at 20 atmospheres. However, it was noted that the balloon was slow to inflate. Another 2.50mm x 12mm nc emerge® balloon catheter was then used to complete the predilation. A 3.50 x 20 synergy ii drug-eluting stent was then advanced however, a difficulty in loading onto the wire was encountered. The device was then changed with another of the same device and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.